Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the device not powering on was caused by faulty power supply unit; however, the cause of the faulty power supply could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (osh) was informed that the customer visera pro video system center reportedly ¿cannot be started¿. The issue was found during reprocessing. The intended procedure was completed using the same device with no reported delay or issue. No death, injury or harm was reported.

Manufacturer narrative:
The referenced device was returned to the repair department. The service evaluation confirmed the customer¿s reported issue, the device could not be turned on which is attributed to a defective/faulty power supply unit. The cause of the power supply unit failure is unknown. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.